Event description:
It was reported that stent damage occurred. A 2.25x20mm promus element plus drug-eluting stent was unpacked; however, it was noted that the stent was damaged.

Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.25 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. Tip damage most likely occurred due to handling during preparation. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a mid-shaft detach at the mid-shaft bond exposing the core wire. Several mid-shaft kinks were also noted along the extrusion shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system during preparation. No other issues were identified during the product analysis.

Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25x20mm promus element plus drug-eluting stent was unpacked; however, it was noted that the stent was damaged.